Event description:
The facility representative reported an infuso.r. Pump with a condition of "dropped." It is unknown when the event occurred; however, it was identified in the "anesthesia" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is related to a previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Device evaluation: the reported condition of a dropped infuso.r. Pump was not confirmed nor reproduced during device evaluation. However, service confirmed and reproduced the reported condition of "various malfunctions." The assignable cause was determined to be a defective motor. The motor was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.